Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
The reporter reported that on (B)(6) 2011, the pt obtained elevated blood glucose readings of 206 mg/dl at dinner and 332 mg/dl at bedtime. At that time, the pt experienced the symptom of nausea. The pt did not seek any medical attention or treatment. Troubleshooting revealed, the pt discovered insulin leaking into the cartridge compartment, and from the connection between the tubing and the cartridge. The pump's date/time were correct, and the basal and bolus doses were correctly delivered as programmed.